Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead damaged secondary to extraction of the right ventricular (rv) lead. This ra lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.